Event description:
It was reported by the customer, that when attempting to inject 1% lidocaine, the doctor was unable to push the medicine through the needle on 7 occasions. No information was received regarding any serious injuries as a result of this report.